Event description:
It is reported that the pt had a total elbow implant in 1993. Allegedly due to wear and loosening, the elbow was revised with zimmer coonrad/morrey total elbow bushings and pins. Post-op the pt experienced pain and it was reported that the transfixing pin inserted in 2003 did not appear to be open and failed requiring revision surgery two months later.